Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient's tape was not sticking, and it came off on (B)(6) 2024, while the patient was showering. No further information was available.